Event description:
It was reported that the right atrial lead exhibited high capture thresholds and low sensing. The chest x-ray revealed dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.